Manufacturer narrative:
No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history review (DHR) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that a pump was alarming no disposable. Advised to hit start/stop button to silence the alarm. The settings were reviewed and powered off the pump. The clamp was closed and the cassette was removed. Also advised to gently tap cassette to disperse air bubbles in the line and pressed green release. The cassette was replaced and the pump was powered on. The clamp on tubing was released and restarted pump. Pump screen reads run at this time. There was no patient injury reported.